Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported a strange feeling while touching the implant area. This occurs when the device is in use. In situ testing showed affected channels. Re-implantation is considered.

Event description:
The recipient reported a strange feeling while touching the implant area. This occurs when the device is in use. In situ testing showed affected channels. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation of the explanted device is necessary. The explanted device has not been received for investigation yet.

Event description:
The recipient reported a strange feeling while touching the implant area. This occurs when the device is in use. In situ testing showed affected channels. The recipient has been re-implanted.